Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump touch screen was unresponsive. There was no impact to customer¿s blood glucose level due to the reported issue. Reportedly, the pump was reset and the issue was resolved. Customer continued to use the pump for insulin therapy.